Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the spouse had reported that the patient's peg and j tubes were replaced. On an unknown date after the tubing replacement, the patient experienced irritation at the stoma site and was treated with unknown antibiotics. On (B)(6) 2018, the spouse reported that the patient still has ongoing stoma site pain and stoma site redness and was treated with oral cipro for 10 days a few weeks ago in (B)(6) 2018 for a stoma site infection.